Event description:
It was reported that the axle broke in the implanted knee and subsequently the tibial bearing componment broke. Surgeon believes this occurred in two events a few weeks apart. Revision surgery was required to replace the broken parts.